Manufacturer narrative:
Result of investigation: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, blurred vision, could be confirmed. During the examination of the optics, a chemically damaged distal solder seam was discovered, which has partially dissolved, allowing moisture to penetrate the lens system. Furthermore, an unknown residue is visible on the distal cover glass. The distal end is mechanically damaged. The damage found cannot be attributed to a manufacturing/production defect. Such damage is attributable to a reprocessing error and mechanical damage. No further measures will be taken. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported: blurry image after found in spd (sterile processing department). No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).